Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) diabetic ketoacidosis [diabetic ketoacidosis]; dose can be dialled up on the np4 and injected without any insulin being dispensed. [Device issue]; patient reported that there appeared to be a fault with the design of this pen [device difficult to use]; the patient had not been doing an airshot prior to injection [device use error]. This serious spontaneous case from (B)(6) was reported by a consumer as "diabetic ketoacidosis" beginning on (B)(6) 2016, "dose can be dialled up on the np4 and injected without any insulin being dispensed." Beginning on (B)(6) 2016, "patient reported that there appeared to be a fault with the design of this pen" with an unspecified onset date, "the patient had not been doing an airshot prior to injection" with an unspecified onset date, and concerned a female patient who was treated with novorapid penfill (insulin aspart) from unknown start date and ongoing due to "type I diabetes mellitus", novopen 4 (insulin delivery device) from unknown start date due to "type I diabetes mellitus". Medical history included type I diabetes mellitus, type 1 brittle (labil) diabetic, hospitalised colonoscopy performed in (B)(6) 2016, diabetic ketoacidosis in (B)(6) 2016 . Concomitant products included - levemir penfill (insulin detemir) solution for injection, .0024 mol/l patient's age, height, weight and body mass index were not reported. On (B)(6) 2016, the patient was admitted to hospital with diabetic ketoacidosis (dka) and discharged from hospital on (B)(6). The patient said at the time they could not work out what the problem was as the patient was injecting her insulins. Her doctor had just checked her pen and it was not dispensing insulin correctly. Dose could be dialled up on the novopen 4 and injected without any insulin being dispensed. Unknown treatment was given. The patient had only recently changed to the novopen 4 from the novopen 3. Note the patient had not been doing an airshot prior to injection (as nobody told her to, the pens were taken out of their boxes by the endocrinologist and given to her without the instruction manual). The patient did not leave her needle on the device after use. The patient had reverted to using her old novopen 3 and everything was back to normal. The patient reported that there appears to be a fault with the design of this pen- because if you do not first test that the insulin is coming out than you are uncertain if you have receive it. The patient stated, that with the old flexpen this could not happen. The dose would not move if the needle was not dispensing insulin therefore the patient was aware nothing was going to happen. The patient had tried this a few times since discovering the fault. Most times she had to check the pen was going to dispense the insulin and most times it did not on the first try. Action taken to novorapid penfill was reported as no change. Action taken to novopen 4 was discontinued. On (B)(6) 2016 the outcome for the event "diabetic ketoacidosis" was recovered. The outcome for the event "dose can be dialled up on the np4 and injected without any insulin being dispensed." Was recovered. The outcome for the event "patient reported that there appeared to be a fault with the design of this pen" was not reported. The outcome for the event "the patient had not been doing an airshot prior to injection" was not reported. Company comment: events reported in this case are listed. No information is available regarding insulin treatment duration. Reporter comment: reporter's comment: the patient reported that there appeared to be a fault with the design of this pen because if you did not test the insulin was coming out first there was nothing in place for it to stop the button going and thus, you assumed, you have had insulin. With the old flexpen this could not happen. The dose would not move if the needle was not dispensing insulin therefore you were aware nothing was going to happen. The novopen 4 had it's good points in that the dose released quicker but in terms of insulin going in it could be dangerous if there was not stop mechanism in place if it jammed or no insulin was going. The patient hope that only my pen was defective and it was not a product fault.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), diabetic ketoacidosis [diabetic ketoacidosis], dose can be dialled up on the np4 and injected without any insulin being dispensed. [Device issue], patient reported that there appeared to be a fault with the design of this pen [device difficult to use], the patient had not been doing an airshot prior to injection [device use error], levels had risen [blood glucose increased], I could not get my level to come down from the 20's [blood glucose increased]. This serious spontaneous case from australia was reported by a consumer as "diabetic ketoacidosis" beginning on (B)(6) 2016, "dose can be dialled up on the np4 and injected without any insulin being dispensed." Beginning on (B)(6) 2016, "patient reported that there appeared to be a fault with the design of this pen" with an unspecified onset date, "the patient had not been doing an airshot prior to injection" with an unspecified onset date, "levels had risen" beginning on (B)(6) 2016, and "I could not get my level to come down from the 20's" beginning on (B)(6) 2016, and concerned a female patient who was treated with novorapid penfill (insulin aspart) from unknown start date and ongoing due to "type I diabetes mellitus", and novopen 4 (insulin delivery device) from (B)(6) 2016 due to "type I diabetes mellitus". Medical history included type 1 diabetes mellitus, type 1 brittle (labil) diabetic, colonoscopy performed in (B)(6) 2016, diabetic ketoacidosis - patient already hospitalised for colonoscopy. Concomitant products included - levemir penfill (insulin detemir) solution for injection, .224 mol/l, novofine plus 4mm (32g)(needle; reported as "needle used: 4ml ultra fine novo"), and novorapid flexpen (insulin aspart) solution for injection, 100 u/ml treatment included - saline (sodium chloride), potassium (potassium), magnesium (magnesium), sodium (sodium) and non-coded insulin drip. On (B)(6) 2016, patient visited endocrinologist. She was advised to use the new novopen 4 instead of novorapid flexpen. The patient was given a demonstration. The patient took novorapid daily and levemir at night. The patient only took one pen from doctor to see how it would work. It was to use instead of novorapid flexpen. During the course of the next two weeks, the patient only used novopen 4 intermittently and continued with novorapid flexpen most of the time. On (B)(6) 2016, the patient started having increased levels. On (B)(6) 2016, the patient saw her general practitioner (gp). She remarked she was beginning to get tired more often during the day and levels had risen. The patient hadn't made any recent changes to lifestyle, medication etc. Gp advised to monitor it and use novopen 4 more often to get used to it. Over the course of the day the patient only used novopen 4. On (B)(6) 2016 in the morning, the patient woke up unwell and began to vomit. At 8 am, the readings were high. The patient took 24 units in the course of one hour to try to get the level down with the novopen 4 and it made no difference. Ketones were 6.8 (no units provided). The patient called ambulance because vomiting didn't stop and she was admitted to hospital with diabetic ketoacidosis (dka). At hospital, ketones were 7.7. The patient said at the time they could not work out what the problem was as the patient was injecting her insulins. Her doctor had just checked her pen and it was not dispensing insulin correctly. Dose could be dialled up on the novopen 4 and injected without any insulin being dispensed. Treatment was given reported as insulin drip (not coded; unclear type of insulin), potassium, sodium, magnesium and saline infusions. Chest x-rays were taken (no result provided). The patient had only recently changed to the novopen 4 from the novopen 3. Note the patient had not been doing an airshot prior to injection (as nobody told her to, the pens were taken out of their boxes by the endocrinologist and given to her without the instruction manual). The patient did not leave her needle on the device after use. On (B)(6), the patient was discharged from hospital. The patient reported that there appeared to be a fault with the design of this pen- because if you do not first test that the insulin was coming out than you were uncertain if you had receive it. The patient stated that with the old flexpen this could not happen. The dose would not move if the needle was not dispensing insulin therefore the patient was aware nothing was going to happen. The patient had tried this a few times since discovering the fault. Most times she had to check the pen was going to dispense the insulin and most times it did not on the first try. The patient used a new needle for each injection. Injection technique: lifted skin and injected into it. The patient used different site every time. The patient attached the needle straight on. The force needed to inject felt the same as normal. The patient both used the number in the window as well as sound of the clicks to dial her dose. On (B)(6), the patient got up and began to get unwell again. The patient couldn't get her level to come down from the 20's. The patient tested novopen 4 and discovered that no insulin had been coming out of the pen event though it would go down as if the patient had the dose. The patient realised that she hadn't been taking any for days without knowing it. The patient changed insulin in the pen and used several needles to test the device. On (B)(6), the patient had contact with customer care person and returned novopen 4. The patient reported that she was not overweight, exercised daily, ate healthy and had a good glycosylated haemoglobin (hba1c) at 7.8%. The patient reported that she no longer used the pen even though she was given another by doctor. On (B)(6) 2016 the outcome for the event "diabetic ketoacidosis" was recovered. The outcome for the event "dose can be dialled up on the np4 and injected without any insulin being dispensed." Was recovered. The outcome for the event "patient reported that there appeared to be a fault with the design of this pen" was not reported. The outcome for the event "the patient had not been doing an airshot prior to injection" was not reported. The outcome for the event "levels had risen" was recovered. The outcome for the event "I could not get my level to come down from the 20's" was not reported. Novorapid® penfill® 3ml 100 u/ml, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Novopen® 4 blue, batch number: dug2232. Investigation no 1: visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. A batch trend report was created. Nothing abnormal was found. Investigation no 2: the dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During examination/test of the product it was not been possible to detect any irregularities. The product was found to be normal. Since last submission of the case the following has been updated: - investigational result - non-serious events - laboratory data - concomitant product and needles - injection technique - detailed course of event - narrative - manufacturer comment. Manufacturer comment: on 26-sep-2016 since no faults were found on the novo pen 4 and due to the fact that the patient was not received instruction manual and that the patient did not check the insulin flow before injecting her insulin, this could have an impact on the events experienced by the patient. It was not possible to find similar incidents with the similar root cause to the one in argus case (B)(4). Evaluation summary: name: novopen® 4 blue, batch number: dug2232, (B)(4): visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. A batch trend report has been created. Nothing abnormal was found. (B)(4): the dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal.